Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function. Spectranetics lld #2s lead locking device (lld #2s) was inserted into each lead to provide traction. Beginning with multiple spectranetics devices (14f glidelight laser sheath, 16f glidelight laser sheath, and 11f tightrail rotating dilator sheath) on the ra lead, the lead was successfully removed. Switching back to the 16f glidelight on the rv lead, the lld #2, along with the lead separated. The decision was made to continue the extraction using a spectranetics 13f tightrail rotating dilator sheath; however, the lead and lld #2 separated even further. Therefore, the extraction attempts were aborted, and the distal portion of the lead and lld #2 were capped, and remained in the patient. The patient survived the procedure. This report captures a portion of the lld #2 within the rv lead that separated, along with the lead, and retained in the patient.

Manufacturer narrative:
A4) patient weight - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the proximal portion of the lld #2 was returned, but entangled to a lead and suture. The returned section includes the proximal loop, distal loop, connector, mesh/braid, and a portion of the distal tip. The lld #2 was in the unlocked position with biologics present. Visual inspection found multiple kinks along the proximal end of the working length and the mandrel. Additionally, the section that was not returned includes a portion of the distal tip. H6) based on the device evaluation, the lld #2 separation was confirmed; however, the probable cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.